Manufacturer narrative:
A1 - patient identifier: added. A2 - age at time of event, unit of measure - age: added. A3a - sex: added. A3b - gender: added.

Event description:
It was reported that the stent failed to expand and migrated distally, causing focal stenosis and requiring repeat stenting. A 10.0-24 carotid wallstent was selected for treatment. However, during deployment, it was noted that the distal end of the stent did not fully open. Upon catheter withdrawal for post-dilation, the stent expanded and migrated distally, causing a focal stenosis and requiring repeat stenting. The procedure was completed with this device, and the patient remained stable post-procedure. It was further reported that the target lesion was 70% stenosed, mildly tortuous, and moderately calcified. Additionally, the stent was initially placed near the orifice of the internal carotid artery but migrated downward into the common carotid artery, resulting in blood-flow compromise that necessitates reintervention with an additional 7 mm x 30 mm stent. The patient has not experienced any significant clinical symptoms.

Manufacturer narrative:
Good faith effort attempts were made to retrieve additional details regarding the reported event and the patient, but further information was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the stent failed to expand and migrated distally, causing focal stenosis and requiring repeat stenting. A 10.0-24 carotid wallstent was selected for treatment. However, during deployment, it was noted that the distal end of the stent did not fully open. Upon catheter withdrawal for post-dilation, the stent expanded and migrated distally, causing a focal stenosis and requiring repeat stenting. The procedure was completed with this device, and the patient remained stable post-procedure.